Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarms for no apparent reason was due to the pressure sensor. Replaced lower & upper pressure sensor due to check IV set error, replaced bezel assembly, front door. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the pressure sensor. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 05/18/2011 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 2 times. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported that the device alarmed for no apparent reason with a check IV set alarm. There was no patient involvement.